Manufacturer narrative:
Physio-control has performed multiple attempts to contact the customer but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report when attempting to power their device on, the screen flashes momentarily but remains blank.  Additionally, when the customer presses the charge button, the device beeps but does not charge in order to shock. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.